Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed in event history review. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pusher block. The device was returned unrepaired at the customer's request. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a broken pusher block. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.